Event description:
Same case as: 6000093-2005-00290,00291,00292,6000089-2005-00349. Three days post a coronary drug eluting stenting treatment procedure, a presumable thrombosis occurred and the patient died. In 2005 the patient presented with an acute myocardial infarction. In 5 days later had five taxus express2 stents placed. The taxus express2 2.5x20mm drug eluting stent ws placed in the distal right coronary artery (rca). The taxus express2 2.75x8mm drug eluting stent was placed in the mid rca and the taxus express2 3.0x20mm drug eluting stent was placed in the proximal rca. Two stents were placed in the left anterior descending (lad), a taxus express2 2.7x12mm drug eluting stent was placed distally and a taxus express2 3.0x16mm drug eluting stent in a proximal lesion. The patient was on beta blockers, statins and clopidogrel prior to the procedure. During the procedure the patient received aspirin, heparin and abxicimab (reopro) post procedure the patient was reported to be a on clopidogrel, perindopril, bisoprolol, pravastantina and metformin. No patient complications were reported. Patient status was satisfactory. The patient was discharge home. While at home the patient began to develop progessive chest pain and difficulty breathing. On the 3rd day after discharge the patient went to the hospital. An EKG was done which showed blockage of the left part of of the heart and was diagnosed with an infarction. Patient was brought back to the cath lab where they started cardiac massage and the patient died during the procedure . They were unable to perform an angiogram before the patient expired. It was reported that the patient left the hospital despite pain but didn't notify anyone. In the opinion of the physician, this is a presumed thrombosis because an angiogram could not be done and the physician's opinion is that it was related to the stent. Additional information has been requested.